Event description:
Customer reported discrepant access estradiol test results were obtained for ten pt samples tested on a unicel dxc 600i synchron access clinical system. The test results were not reported out of the laboratory. Repeat analysis was performed. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples are collected in serum tubes with a gel separator and centrifuged for ten mins at 3500. Estradiol quality control has been within the customer's established ranges prior to and on the day of the event. On (B)(4) 2009, the field service engineer found pinched aspirate probe tubing and buildup on aspirate probe #2. Replaced the aspirate probes, main pipettors and peri-pump tubing. Realigned the reagent pipettors to the reagent pack positions, wash stations and carriages. Performed a high sensitivity system check, carryover test, pipettor verification test and precision tests. No issues were noted. Root cause was not determined, but could be related to corrections implemented by service. The reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.